Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed that the subject catheter distal shaft was kinked/bent and the catheter tip was damaged. During functional testing, there was friction felt during analysis and force was applied to advance the patency mandrel, blood exited the subject catheter shaft and the catheters ptfe lining. The polytetrafluoroethylene (ptfe) lining most likely peeled due to the force applied when the friction was encountered. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. Based on analysis and the event description the as reported can be confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. An assignable cause of procedural factors will be assigned to the reported and analyzed as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was initially reported that when the non stryker guidewire was inserted into the subject device catheter, the resistance was felt after advancing it about 4" from the hub, and the guidewire could not be advanced. There were no clinical consequences to the patient due to the reported event. The subject catheter device was returned for analysis and it was discovered that ptfe (polytetrafluoroethylene) inner lining was removed from the subject catheter shaft. There were no clinical consequences to the patient due to the event.